Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 2 2022 data extract for aortic death events for the sapien 3 valve, and the event occurred more than 1 year post procedure. This report is for 1 readmission (valve related) event for the sapien 3 transcatheter heart valve. The age for this event is (B)(6). The gender is as follows: male.

Manufacturer narrative:
During the review of the thv/tvt registry data, the event was found to have occurred outside of 12 months from the implant date. This report provides an event received from the data from thv/tvt registry under exemption number e2016006 and reports 1 readmission (valve related) death event for the sapien 3 transcatheter heart valve in the aortic position. The 'time to event' (tte, in days) for this event was 425. The device identification (di) numbers for edwards sapien 3 transcatheter heart valve are: (B)(4). Valve related re-admission in the follow-up period is likely due to reoccurrence of symptoms. This may result from regurgitation (central or pvl) or progression of the pre-existing disease process and may result in heart failure. Causes of heart failure can be multi-factorial. Per the instruction for use (IFU), heart failure, valve regurgitation, and valve degeneration including stenosis are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. Congestive heart failure can have multiple etiologies and is often due to the progression of underlying disease processes, including coronary artery disease, uncontrolled hypertension, myocardial infarction, cardiomyopathy, fluid overload, or valvular dysfunction. Risk factors that increase a patient's risk of suffering from chf include obesity, advanced age, and a history of smoking. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth, or in rare cases a non-functioning leaflet. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Correction to the exemption number field per FDA request on 07/07/2022.